Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device lot number unavailable. Device manufacturing date is dependent on lot number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that while an iliac bone frame was set up, fixation of the reference frame fixator was loose. The product was discarded at the site. The surgery was completed with navigation and there was no impact on patient outcome.